Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: h6: correction to the investigation summary: investigation summary. The actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: general condition check quick coupling for saw blades. Check for sticky trigger. Check function of device. Check reciprocating frequency with frequency meter. During the service evaluation the following failures were identified: visual : contact damage functional : moving parts do not move smoothly - trigger. Functional : loose. Functional : device stops by itself. Conclusion: failure reported is confirmed the assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary ==> the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check quick coupling for saw blades check for sticky trigger check function of device check reciprocating frequency with frequency meter during the service evaluation the following failures were identified: visual : contact damage functional : moving parts do not move smoothly - trigger functional : loose functional : device stops by itself functional : will not run conclusion: ¿ failure reported is confirmed the assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that the operation sometimes stopped on the battery reciprocator device. The trigger intermittently caught and there was a slight sound blur. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.